Manufacturer narrative:
Reported event: the tightening mechanism on the femoral array broke off . Case type: tka. Surgical delay: x <15 minutes. Product evaluation and results: visual inspection confirms the tightening mechanism on the femoral array broke off. Product history review: review of the device history records indicate 96 devices were manufactured and accepted into final stock on 10/13/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112290, l/n 19180615 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed as alleged via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
The tightening mechanism on the femoral array broke off . Case type: tka. Surgical delay: x <15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The tightening mechanism on the femoral array broke off. Case type: tka. Surgical delay: x <15 minutes.